Event description:
It was reported that at the end of a laparoscopic sigmoid colectomy procedure, the trocar sleeve shattered. The pieces went on the floor and were retrieved. There was no patient consequence.